Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received a questionable total (free + complexed) psa-prostate- specific antigen generation 2.1(tpsa) result for one patient sample. The initial result was 0.34 ng/ml which was auto-verified and was reported to the physician who was a urologist. The physician contacted the laboratory and requested a retest of the patient sample, explaining that the patient's previous results for total psa were significantly higher. The user retested the original sample and the result was 3.4 ng/ml which was where the urologist expected it to be. The patient was not treated based on the erroneous result and there was no adverse event. The user noted a cloudy residue on the rim of the sample when it was pulled for the retest. The tpsa reagent lot number was 16405201 with an expiration date of 05/31/2012. The user declined a service visit and stated the issue occurred roughly three weeks ago and there had been no recurrences.

Manufacturer narrative:
The investigation could not determine a specific root cause. As the provided calibration signals were acceptable, there was no indication of any reagent or system issue. No other samples or assays have been affected. Since the system has been working fine since the event, an instrument issue was unlikely. The patient was not adversely affected by the event.